Event description:
Patient contacted dexcom technical support on(B)(6) 2014, to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported high/vibrate alerts were functional, but low tone inaudible.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log did not confirm the reported no audio output.

Manufacturer narrative:
(B)(4).